Manufacturer narrative:
Pumps serial numbers: (B)(4).

Event description:
Quarterly summary report for malfunction alarm 3 and 14: it was reported that a malfunction alarm 3 or 14 occurred. The issue was resolved by resetting the pump or reverting to an alternate method of insulin therapy. There was no adverse effect.